Event description:
It was reported that a tps handpiece cord was causing a handpiece to run without activation during a protection. A readily available alternate handpiece was used to complete the procedure without incident. No adverse event was associated with the device.